Manufacturer narrative:
According to the information received, this case seems to be linked to a vascular complication. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
This case occured outside of the USA in spain. On (B)(6) 2025, the spanish subsidiary notified teoxane geneva about an adverse event. According to the information received the patient was injected on (B)(6) 2025 with 0.5 ml of rha 3 in the lips (0.4 ml in the upper lip; 0.1 ml in the lower lip) using a cannula 25 g and the retrograde technique. The same day, the patient experienced an ischemia/hematoma in the upper lip. Considering the seriousness of the reaction this case was assessed as reportable. The patient received corticoids, antibiotics (fucidine) and aspirine as treatments and a medical expert was contact for guidance. On (B)(6) 2025, the patient was injected with 9000 ui of hyaluronidase and 1500 ui the following day and the symptoms evolved favorably. Despite several reminders no additional information was retrieved. Considering the evolution of symptoms the case was closed as this.